Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon did not fully deflate and had difficulty removing the balloon from the scope. The staff had to cut the catheter to remove the balloon from the scope. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.